Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed a falsely decreased sodium (na) result generated on the alinity c processing module for a 68-year-old female patient sample. The following data was provided (customer¿s reference range 136 -145 mmol/l): sid (B)(6): (B)(6) 2026 initial result = 116 mmol/l, (B)(6) 2026 repeat result = 144 mmol/l no impact to patient management was reported.